Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime insulin pump during the prime test due to a protruded/loose drive support disk. Unable to perform the basic occlusio, occlusion and excessive no delivery tests due to the drive support disk anomaly. A scratched lcd window, cracked battery tube threads , cracked reservoir tube lip and missing end cap sticker noted.

Event description:
It was reported that the customer had high blood glucose and the insulin pump was malfunctioning. Caller stated that the customer's insulin pump is squirting out the insulin during manual prime, alarming, unable to exit from preparing to prime loop and the drive support cap is sticking out. Nothing further was reported.